Event description:
This is the report of adverse event which occurred in the clinical research, (B)(6). Procedure: craniotomy/glioblastoma. According to the reporter: on (B)(6), frontal craniotomy was performed for the encephaloma above tentorium cerebelli. Incision was 10 cm. After product was applied successfully, procedure was completed. Operating room time was 243 minutes. After surgery, neurological disorder was confirmed. Cerebral compression was suspected, and the symptom like a cerebral infarction was confirmed. Abnormality was confirmed with motor function test: left upper extremity mmt2/5, left lower extremity 4/5. Abnormality of left side body was confirmed with perceptual function test.

Manufacturer narrative:
(B)(4).